Manufacturer narrative:
The affected evita 2 dura was manufactured in august 2003 and has over 120,000 operating hours. The device was investigated on site by dräger service. During testing the problem could no be duplicated. The log file shows that the device detected a technical deviation during the event and performed multiple warmstarts. The stored error codes indicate that a temporary internal cable connection issue between was the most likely root cause for the event. After checking the cable connections and reloading the software, a 24-hour test run was performed and passed without deviation. The device reacted as specified for this deviation by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the readings on the display were resetting. No patient injury reported.